Event description:
It was reported that complete heart block occurred. A pulse field ablation (pfa) procedure for pulmonary vein isolation for atrial fibrillation was performed using a versacross connect access solutions transeptal access device. The versacross connect was inserted into the right femoral access site and the versacross connect wire was advanced into the superior vena cava without fluoroscopic guidance. The patient went into complete heart block for four (4) seconds. Fluoroscopy was used to verify the position of the versacross connect wire which was looped in the right atrium and had come in contact with the atrioventricular node. The versacross connect wire was retracted into the inferior vena cava and advanced into the superior vena cava. The heart block transitioned to a 2 1 heart block and 0.2mg of glycopyrrolate was administered. Heart rate increased and the heart block resolved to sinus rhythm with a persisting right bundle branch block. The pfa procedure was completed and the patient was transferred to recovery where the right bundle branch block resolved one (1) hour post procedure. The patient fully recovered and was discharged the same day as the index procedure.